Event description:
It was reported that the device went to early elective replacement indicator (eri) after being implanted for less than four years. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) ceramic cap - leakage-unspecified. The device was returned and analyzed. Analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.